Manufacturer narrative:
A complaint of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 20055038 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 04may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that as lvp 20d 3ss cv bv tubing leaked. The following information was provided by the initial reporter: material no: 11522558 batch no: (10)20055038 it was reported that tubing leaked at piece that inserts into pump as soon as priming began (pump segment).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv bv tubing leaked. The following information was provided by the initial reporter: material no: 11522558 batch no: (10)20055038. It was reported that tubing leaked at piece that inserts into pump as soon as priming began (pump segment).